Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel an aneurysm morphology were not reported. It was reported that a CT scanned confirmed the aneurysm diameter has expanded due to an endoleak. Ultrasonography (us) confirmed blood flow from the back side of main body, lateral side of left main body and left limb into the aneurysm. The physician is suspecting a possible type iii endoleak through suture hole. A pre-operative CT showed the aneurysm was about 47-48 mm in diameter. Approximately one month ago, the aneurysm had expanded to about 51-52mm in diameter. The physician commented that since it is unable to determine what is attributed to endoleak, the physician would like to know the exact cause of endoleak. No clinical sequelae were reported and the patient is being monitored. Film review analysis: review of returned cta's 15 months post-implant revealed that the bifurcate was positioned just below the lowest left renal; the ipsi limb was placed into the right common iliac, and the contra limb into the left common iliac. The proximal stent graft od was approximately 23mm. The neck was short and moderately angulated. The max aaa size was 5.2cm. There was contrast seen within the proximal and mid-sac, which appears to be primarily coming from the postero-lateral-left side near the distal end of the proximal neck. This appears more likely to be a proximal type I endoleak. There is also a possible contribution from a type ii near this same area of the neck. The cause of the endoleak is unknown, but the short length neck may be a contributor. 3d reconstruction was done and it was observed that right where the leak is first apparent below the aneurysm neck a lumbar artery with contrast is visible coming into the aorta. There is also a possible outflow artery at the base of the aneurysm sac and it appears that the endoleak in the sac is connected to a vessel with contrast in it at the base of the sac.

Event description:
Additional information was received as follows: it was reported that during a recent follow-up CT there was a type ia endoleak noted that was different from the type ii endoleak that was previously confirmed. An aortic extension would be added for treatment on an unknown date. Review of cta's from 22 months post-implant revealed that the bifurcate is positioned just below the lowest left renal. The proximal stent graft diameter is approximately 24mm. The stent graft od 1cm lower measured 26mm and the aortic neck diameter was 28mm; slightly expanded since the previously reviewed films at 15 months. Beginning at this proximal neck location there is again a type ii endoleak feeding the sac. There is also a possible proximal type I endoleak, which may be due to a marginal proximal seal from current lack of stent graft oversizing at the neck. The maximum diameter aaa is 6.3cm. The limbs are patent and no other stent graft issues were observed.

Manufacturer narrative:
(B)(4).